Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured. The lesion was located in the proximal to mid left anterior descending (lad) artery. The lesion in the proximal lad was dilated 3 times at 6 atms. The lesion in the mid lad was dilated six times. The inflations for the lesion were 12, 16, 20, 20, 20, 20 atms. The quantum maverick balloon ruptured at 20 atms on the ninth inflation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.